Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022 a patient underwent an implant of a 29mm portico valve due to severe aortic stenosis. During procedure, attempts were made to implant the valve into the patient's horizontal aorta (angle greater that 65 degrees) with severe calcification. During valve implantation, the valve was recaptured 5 to 6 times due to the difficulty of the aortic conformation as well as the temporary flaw in fluoroscopy in the cath lab. The poor imaging prevented adequate visualization of the anatomical structures. The user eventually released the valve in a deep position within the patient's non-calcified annulus with the final echocardiogram (echo) and angiogram revealing a regurgitation index of 25 with a severe paravalvular leak. The patient experienced low blood pressure, atrioventricular (av) heart block, and required intubation. Given the patient condition during the procedure (two hours of procedure and hemodynamic instability) it was decided to transfer the patient to the coronary care unit for surveillance with a temporary pacemaker placed; the patient required a permanent pacemaker on (B)(6) 2022 due to the av heart block. At 72 hours post implant procedure, a transesophageal echocardiogram (tee) revealed severe aortic regurgitation with greater ventricular displacement of the valve, as well as severe mitral regurgitation associated with pulmonary edema. It was decided to perform a repositioning of the valve and on (B)(6) 2022, the patient underwent a procedure to reposition the existing valve and implant a new valve. A double snaring technique was used to ultimately move the implanted 29mm portico valve above the aortic annulus. A second, 29mm portico valve was used in a valve in valve procedure and delivered in the annulus using a non-abbott guidewire. The valve was placed with good results, no paravalvular leak was reported and a final gradient 6 mmhg. The patient remained stable throughout the procedure however, the patients required a prolonged hospitalization due to their severe aortic regurgitation, hemodynamic instability, and acute kidney failure (due to contrast). The patient has since been discharged.

Manufacturer narrative:
An event of paravalvular leak, low blood pressure, and atrioventricular heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined, but is consistent with deploying the valve to deep an recapturing the valve more than twice. Please note, per the portico instructions for use "implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance" "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
N/a.